Manufacturer narrative:
This complaint is still under investigation.

Event description:
The customer reported that this unit failed to discharge when fired into an external tester and that the display blanked out. They also reported that the unit is not holding a charge.